Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that the customer received a button alarm. The customer was sleeping at the time of the alarm and stated the button was being pressed by an external object. The customer's blood glucose level was 425 mg/dl and was addressed with an insulin injection. The customer confirmed that an alternate method of insulin delivery was available.